Event description:
A surgeon reported a pt experiencing a refractive error following intraocular lens (iol) implant surgery. The surgeon reported that the iol implanted may have been an iol intended for another pt and thus, implanted in error. Additionally, info from the surgeon indicated that an unapproved viscoelastic was used with the lens/cartridge combination. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Add'l info was provided which indicated an approved cartridge was used with the injector; however, an unapproved viscoelastic was used with this combination. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).